Event description:
It was reported that t:slim x2 pump battery would not charge while caller was using non-tandem car charger and cable. There was no reported impact to the customer¿s blood glucose level. Caller was instructed to try charging with wall adapter connected to working outlet for at least 30 minutes, and issue was resolved when pump began charging with non-tandem wall adapter and cable; caller was advised that third-party charging supplies were not recommended except for troubleshooting, acknowledged guidance, and was sent replacement tandem wall adapter and charging cable, and no further assistance was required.